Event description:
A medtronic representative reported that during a spinal fusion procedure a tracker instrument and tap instrument became stuck together while using a powered drill. The surgeon was placing the 3rd screw, into 20mm pedicles and soft bone, when instruments started to catch. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Replacement devices shipped to site (B)(6) 2015 for issue resolution. Medtronic investigation of returned suspect tracker instrument is ongoing. Tap instrument has not been received by the manufacturer for analysis. On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The returned tracker was in good condition and accepted instruments without issue. With markers attached and fully seated, the tracker met specifications. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.